Event description:
It was reported the pt underwent surgical intervention on (B)(6) 2013 to relocate the ipg due to discomfort. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.